Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off during driving event. The blood glucose level was 221 mg/dl at the time of event. The patient replaced infusion set. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: CAPA: 2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.